Manufacturer narrative:
The lot number for the device was not known. Therefore, a review of the device history records could not be performed. The complaint sample has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that a pta balloon dilatation catheter could not be retracted through the 6f introducer sheath. Both the pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the patient. Reportedly, during removal of the devices, the access site in the patient's arm became slightly enlarged. Compression was then held on the access site for approximately 15-20 minutes, and hemostasis was achieved.